Event description:
The customer reported that the "attach cables" message appears even with a known good cable attached.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation.